Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: lead, model;3186, UDI (B)(4), serial: (B)(4), batch: a000123221.

Event description:
It was reported the patient was admitted to the hospital due to one of the leads coming out of his back patient was diagnosed with an infection at the lead site. The patient was given antibiotics to address the infection. The patient's scs system was later explanted on (B)(6) 2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.